Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a device after the expiration date has been ruled out as a potential cause of the reported issue. However, the questionnaire shows it is unknown whether multiple tunneling paths were performed, if incorrect tools were used, if the skin was prepped with an antiseptic solution, and if the site was irrigated before closure which are contributing causes to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the incision not healing is likely due to the skin not being prepped with an antiseptic solution and the site not being irrigated before closure (user error - clinician).

Event description:
The patient reported the pocket incision was not healing. The implanting clinician restitched the incision three times and is currently trying to close the wound. In addition, a keloid is forming around the incision. An additional round of antibiotics were prescribed. However, an infection is not present. A revision/explant is not scheduled at this time.